Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a follow up in clinic with a pacemaker that could not be programmed and resulted in an error message. The device was later programmed successfully, and the issue was resolved. The patient was not adversely affected by the anomaly and remained in stable condition.